Event description:
The customer reported a physicist discrepancy, beam exceeds visible image by 8.1% in normal mode, outside of a procedure. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The collimator was calibrated. The system was tested and found to be working as intended and put back into svc. This event may have resulted in a possible accidental radiation occurrence.